Manufacturer narrative:
(B)(4): the customer reported low voltage/capacity. When the battery was tested at philips, the device shutdown unexpectedly. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported low voltage/capacity. When the battery was tested at philips, the device shutdown unexpectedly. There was no reported pt involvement.